Event description:
After a vectra graft was implanted in the right femoral region, blood flow decrease was observed. When the dr touched the deployed region, kinking was found therefore he chose not to perform intervention and surgically explanted the region for 5 cm. The outer porous layer on the graft was apparently compromised and the polyester fiber was visible. The solid middle layer was unaffected. A graft revision was performed and at the present time the pt is in good condition for dialysis.